Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 1600 mg/dl. Customer was feeling dizzy and out of it. Customer thought she was hallucinating. Diagnosed diabetes ketoacidosis. The current blood glucose reading is 248 mg/dl. Customer is weak and dizzy. Customer has treated the high with the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.